Event description:
Patient undergoing image guided microwave ablation of liver lesion. The first lesion was ablated at 60wx10min. The probe was then repositioned, and the ablation continued at 80wx12min. The probe was removed and positioned in the second lesion for an ablation at 80wx10min. The probe was again removed. Char was wiped from the shaft. No damage to the tip was noted. Multiple passes were required to place the probe in the third lesion, which was ablated at 80wx10min. Upon probe removal, it was noted that tip was no longer attached. The retained tip was visible in CT imaging.